Manufacturer narrative:
The catheter break site appeared granular and dull with spots of jaggedness. The tubing has been elongated and necks down length wise at the break site. The broken ends do match so it is unlikely that a portion of the catheter is missing. No leaks or abnormalities were noted. The break appeared to have been caused by a tensile force placed upon the catheter during removal.

Event description:
The catheter was reported to be nonfunctional, so it was removed from the patient. After removal, the catheter was found to be shorter than when it had been placed. The reporter thought that one piece of the missing catheter had been found in the catheter hub.